Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm noted. The insulin pump received with cracked case at display window corner and minor scratched display window.

Event description:
Customer reported via phone call that they received a button error alarm. The blood glucose reading is 12.3 mmol/l. The insulin pump will be replaced.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.